Event description:
It was reported that the patient was experiencing auto-reducing due to impedances. Patient was also experiencing a heating/ burning/ pain sensation at the ipg site. On (B)(6) 2024, representative made aware that explant of all products had taken place to address the issue.

Manufacturer narrative:
Date of event is estimated. Section a4: patient weight was not provided.

Manufacturer narrative:
A4 correction: the patient's weight was updated. D6b correction: the explant date was corrected. E1 correction: the reporter's information was updated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.